Manufacturer narrative:
Of the reported three malfunctions, lot number were provided for two malfunctions and a lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for the reported material rupture. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicates that model u415044rx pta balloon dilatation catheter allegedly experienced material rupture. These information's were received from a various sources. These malfunctions involved a male and a female patients' with no patient consequences. Remaining patients' age, weight and gender were not provided.